Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and based on the facility device reprocessing information provided, it could not be determined if there was any deviation from the instruction manual in the reprocessing procedure, however, the issue was likely the result of insufficient device cleaning/reprocessing.. The issue may be detected/prevented by following the instructions for use which state: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had whitish foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The asset device was returned for evaluation, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: d9 (the correct date returned to manufacturer has been provided).